Event description:
It was reported that the implantable cardiac monitor was oversensing and undersensing. It was noted that the oversensing could be elicited in the clinic when the patient did isometric exercises. The clinician is also noting some atrial fibrillation episodes that are not "real". The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor was oversensing and undersensing. It was noted that the oversensing could be elicited in the clinic when the patient did isometric exercises. It was also reported that the clinician is noting some atrial fibrillation episodes that are not "real". There was a ventricular tachycardia episode showing noise. The device was reprogrammed and is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor was oversensing and undersensing. It was noted that the oversensing could be elicited in the clinic when the patient did isometric exercises. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.